Event description:
It was reported that during an interventional procedure to the proximal, left anterior descending artery with moderate tortuosity and no calcification, the 3.5 x 20 mm nc trek balloon dilatation catheter was prepped and soaked outside of the anatomy. There was resistance on advancement and the shaft separated into 2 pieces at its proximal end. The device did not cross the lesion. The procedure was completed using a second trek device. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood and contrast visible on the shaft and the tightly folded balloon, which is consistent with handling and the advancement of the device inside the patient. The analysis confirmed that the hypotube was separated, as reported. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing and is usually a result of tensile overload (material stress/fatigue). There were also multiple bends and kinks in the hypotube distal to the separation. However, the additional kinks and bends were not originally reported and likely occurred during further handling as the device was packaged for shipment back to abbott vascular for analysis. Measurements of the tip length, the crossing profile and the 2/3 balloon profile were taken and all dimensions met manufacturing criteria. The inability to cross the lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, loose balloon folds, device placement technique, device size selection, damage to the catheter, interactions with other devices, or accessory device support. In this case, as there was no report of any damage observed to the catheter during inspection prior to use, this suggests that a product deficiency did not contribute to the difficulties experienced. The lesion was also characterized as moderately tortuous and likely contributed to the reported difficulties. It is likely that the catheter interacted with the tortuous lesion during advancement and thereby contributed to the reported resistance. This interaction likely caused the shaft to kink and ultimately separate as a result. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. A review of the lot history record for the reported lot revealed no associated nonconforming material records. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during the manufacturing process. Additionally, all dilatation catheters are visually inspected for kinks online and a sampling of units is also destructively tested to verify shaft integrity and tensile strength.